Event description:
A 64-year-old male with acute on chronic heart failure, intolerant to gdmt, had a recent pea arrest and was supported with ECMO and iabp. Impella 5.5 was implanted and ECMO/iabp were removed successfully. A pleural drain was placed. During support, the patient developed an infection of unclear origin and aki without crrt. The infection progressed to sepsis with fluid imbalance. The patient coded, was briefly resuscitated, and care was withdrawn two days later. The fatal outcome is reported conservatively; a device relationship appears unlikely in this complex case.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Corrected information was provided in d1 (brand name). H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The root cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
Updated information: d4 catalog number and serial number updated.

Manufacturer narrative:
D4: corrected the UDI number.